Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the ipg was end of life. Patient uses high amplitude tonic setting. As such surgical intervention is pending to address the issue.